Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1807712, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, engaging and disengaging the injector and a sample connector from lot 1904103. In all cases the product functioned properly, and no issues were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the infusion set disconnected at the connector and injector connection with a bd injector n35-o. This occurred on 9 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (7 of 14) it was reported the infusion set disconnected at the connector and injector connection close to the 24hr mark. No leak occurred, and no patient or nurse injury.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the infusion set disconnected at the connector and injector connection with a bd injector n35-o. This occurred on 9 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (7 of 14) it was reported the infusion set disconnected at the connector and injector connection close to the 24hr mark. No leak occurred, and no patient or nurse injury.